Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient presented with hip pain (CT scan). Some sort of osteolysis and possible migration of cup into the pelvis. The doctor performed a hip revision. Once inside the dr. Discovered blackening of tissue. The ceramic liner was fragmented and not intact. The ceramic alumina head was worn through the metal backing and ceramic cup. The doctor removed all components. The patient was converted to a 48 g mdm liner, restoration modular cone conical stem construct, reduced, closed and sent to recovery. No sticker on primary surgery that was done approximately two years prior. The explanted components not available as they were sent to the hospital lab.

Manufacturer narrative:
An event regarding tissue blackening (altr) involving an unknown ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned however an image of the explanted head was provided. Dark staining was noted on the surface of head likely as a result of interaction between the metal shell once the liner had fractured. Medical records received and evaluation: a review by a clinical consultant concluded: "no root cause of failure can be established due to lack of adequate information. More x-rays are required to solve this case." Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, histopathology reports, operative reports, serial x-rays, , patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient presented with hip pain (CT scan). Some sort of osteolysis and possible migration of cup into the pelvis. The doctor performed a hip revision. Once inside the dr. Discovered blackening of tissue. The ceramic liner was fragmented and not intact. The ceramic alumina head was worn through the metal backing and ceramic cup. The doctor removed all components. The patient was converted to a 48 g mdm liner, restoration modular cone conical stem construct, reduced, closed and sent to recovery. No sticker on primary surgery that was done approximately two years prior. The explanted components not available as they were sent to the hospital lab.